Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
An advocate from spain called on behalf of the customer to report that they obtained blood glucose readings of 56 mg/dl at 1:28 p.m., 101 mg/dl at 1:29 p.m. And 23 mg/dl at 1:33 p.m. With the contour meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour test strips from lot # 1fj3b01d using a blood sample, which gave a satisfactory performance. Section d4 of the initial report indicated the lot # of the contour test strips as 1fg3b01d, which was determined to be invalid during testing. The most likely lot # associated with the event is 1fj3b01d. Section d4 has been updated.